Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 4,578 joules. The case was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The fiber cap exhibits burn on detritus. There is detritus under the heat shrink tube. There is white unknown substance noted inside the fiber cap tip. The fiber cap condition would result in reduced vaporization efficiency. The condition of the cap described above would result in forward firing. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.